Manufacturer narrative:
Additional narrative: examination of the sp*2 femoral impactor confirmed deformation and damage to the replaceable celcon femoral impactor head. The damage appears to be due to heavy impactions on the femoral component. The celcon femoral impactor head component of the impactor is designed to be disassembled from the metal portion and replaced after heavy usage, reusing the metal portion. The root cause is attributed to device wear from normal use and servicing. Based on the root cause of device wear from normal use and servicing, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.(B)(4).

Event description:
Black impactor cracked

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Depuy still considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.